Event description:
As reported by the user facility: customer reports under infusion. Ceftazidime set rate 100 ml per hour. Volume to be infused 100 ml. Took over 2 hours to infuse. Pump read infusion complete before completed. Customer sending tubing and bag with pump. No injury to pt.